Manufacturer narrative:
This investigation will be updated should pertinent further information be provided.

Event description:
It was reported that this system was explanted due to noise with oversensing, increasing shock impedance issue and high pacing thresholds. No pacing inhibition was noted. The pacemaker had migrated inferiorly and pulled the slack out of both leads. A new system was implanted at the same surgery. The pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system was explanted due to noise with oversensing, increasing shock impedance issue and high pacing thresholds. No pacing inhibition was noted. The pacemaker had migrated inferiorly and pulled the slack out of both leads. A new system was implanted at the same surgery. The pacemaker has been returned for analysis. No additional adverse patient effects were reported.